Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 396 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia, nausea, vomiting and pain in the back, stomach and legs. Large ketones were present as well. Mother reported patient was initially in the emergency room for 7.5 hours and was then airlifted to another hospital. The pod was removed and the patient was treated with an insulin drip (lantus and novolog), intravenous fluids, tylenol and anti-nausea medication. The patient after spending one night in the hospital. This pod was discarded. The patient's blood glucose history is as follows: time: 2:00-3:00am, bg(mg/dl): 303; 5:00-6:00am, 285; 8:00-9:00am, 271; 11:00-12:00pm, 393; 1:00-2:00pm, 358 (pod removed at hospital).